Event description:
It was reported that all system leads fractured at some point. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 694965 implantable tachy lead,(B)(6) 2006; 5054-52 implantable pacing lead, (B)(6) 2001. (B)(4). Evaluation summary: the distal conductor of the lead developed a fracture due to flexing while in vivo, and the proximal conductor of the lead developed a fracture due to flexing while in vivo; distal segment returned and analyzed.